Event description:
Ge oec 6600 system will not boot.

Manufacturer narrative:
A ge service representative investigated the issue and found a failing cpu that was removed and replaced with associated components to restore function. The system was tested, found to operating as intended and released to the customer for use.